Event description:
It was reported that this pacemaker exhibited what appears to be oversensing of myopotential noise and what could be diaphragmatic oversensing from exertion of bowel movement. There is no impedance issues. The health care professional (hcp) confirmed noise was from when patient was using power tools. About six months later, it was additionally reported there was pacing inhibition greater than two seconds, but the patient is not dependent. No adverse patient effects were reported. The device remains in service. According to additional information, this device was explanted and replaced with a new ICD due to inappropriate sensing of rv lead noise. No additional adverse patient effects were reported. This product has been received by boston scientific and further investigation will be performed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. <<visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited what appears to be oversensing of myopotential noise and what could be diaphragmatic oversensing from exertion of bowel movement. There is no impedance issues. The health care professional (hcp) confirmed noise was from when patient was using power tools. About six months later, it was additionally reported there was pacing inhibition greater than two seconds, but the patient is not dependent. No adverse patient effects were reported. The device remains in service. According to additional information, this device was explanted and replaced with a new ICD due to inappropriate sensing of rv lead noise. No additional adverse patient effects were reported. This product has been received by boston scientific and further investigation will be performed.